Event description:
It was reported via journal article that patient complications occurred. Following implant, in stent restenosis, stent thrombosis, stent fracture, tvr, mace, tlr and stroke occurred.

Manufacturer narrative:
Comparison of clinical outcomes between first-generation and second-generation drug-eluting stents in type 2 diabetic patients. Han aem jeong et al, coronary artery disease 2013 24:676-683. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).